Event description:
A patient was undergoing continuous renal replacement therapy (crrt) with an unknown prismaflex set (prismaflex m100 set or m150 set). Reportedly, during treatment, a pressure pod ruptured and blood leaked. The amount of blood loss is unknown. The treatment was terminated without restitution of the extracorporeal blood circuit. There was no patient injury or medical intervention associated with this event. Currently, no additional information was available.